Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 450 mg/dl and would like to check the pump. The customer indicated that low blood glucose was also experienced but did not give the blood glucose level. Customer was unable to troubleshoot and would first like to speak with her doctor. Customer requested a call back tomorrow.